Manufacturer narrative:
One bivona flextend¿ tts was returned for analysis in used condition. A white substance was noted to the tube upon visual inspection. The unit was inflated with air; the air was noted to stay within the pilot balloon. The balloon was manipulated, per IFU, and the cuff then inflated. The cuff was then inflated and deflated four times; with no problems. Air cuff symmetry was checked finding that the symmetry was 45%; which over required minimum specification. The cuff was within specification; not confirming complaint. The manufacturing process was reviewed; all procedures are being carried out. The assembly and training processes were both reviewed; no discrepancies observed. Verification of 32 units was performed by inflating with air; all cuffs were found symmetrical. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that during removal of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube the cuff was observed to be asymmetrical. It was reported to be at the end of therapy with no adverse patient effects.